Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 160 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm. In addition, it was reported that an occlusion alarm occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.